Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6) 2023, the lay user/patient contacted lifescan (lfs), alleging that their onetouch ultra meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that on an unspecified date 3 months prior to contacting lfs, they performed a blood glucose test with the subject meter before dinner and obtained what they felt was an inaccurate high result of ¿328 mg/dl¿. The patient manages their diabetes with a combination of diabetes medications (cyblex m 80, 1 tablet in the morning; lantus insulin, usually 22 units at dinner). The patient reported administering an increased dose of 34 units of lantus insulin based on the elevated result and an unspecified time later started ¿sweating¿ and felt ¿uneasy¿. The patient claimed they treated themselves with sugar in response to the symptoms and felt better afterwards. The patient denied that their blood glucose was tested on any other device. At the time of troubleshooting, the cca confirmed the test strips had been stored correctly and were not expired or opened past their discard date. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after administering insulin based on an alleged inaccurate high result obtained with the subject meter.